Event description:
The pt's wife reported, the pt was using a vial of strips labeled with an expiration date of 03/31/2007 on the advantage test system, but the actual expiration date of the lot of strips is 03/31/2005. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.